Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the device and is advanced under the iol. The iol is advanced just past the lens bay. The leading haptic is misfolded. We are unable to determine the root cause for the reported complaint "haptic was stuck in delivery system". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, haptic was stuck in delivery system. The second backup lens with same occurrence. The surgeon was able to manually fix this with the lester lens manipulator. Additional information has been requested and received stating that there was no patient harm.